Manufacturer narrative:
Retainer ring = black on (B)(6) /2021 customer alleged insulin pump alerted battery failed alarms and battery lasting less than 1 week. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, cracked keypad overlay, and cracked retainer ring. Pump¿s history and trace files downloaded successfully using thus software. Device passed sleep current measurement, active current measurement, self test and displacement test. The power management graph confirmed the unloaded voltage and loaded voltage were within specification range. No replace battery now alarm noted during testing. No failed battery test alerts noted when inserting a new battery or during testing. However, failed battery alarms noted in the insulin pump history on (B)(6) 2021 at 10:07pm. Low battery alerts noted in the insulin pump history on(B)(6) 2021 at 11:32am and on (B)(6) 2021 at 10:10pm therefore, battery change occurred after 1 week. No damage noted at the electronic assemblies during visual inspection. In summary, customer allegation for failed battery alarms and battery lasting less than 1 week was not confirmed during testing or in power management graph. In addition, insulin pump history files confirmed battery change occurring after 1 week. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump while calibrating the pump turns off then it showed battery failed alarm. The customer stated that contacts were not missing, damaged, or corroded. No harm requiring medical intervention was reported. The device will not be returned for analysis